Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. However, the valve did not meet the requirements for leak testing due to a tear noted in the bottom of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions that "low tear strength is a characteristic of unreinforced silicone elastomer materials. Care must be taken on insertion and removal of the needle." The IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ there was proteinaceous debris observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was malfunctioning and was found not to be managing the cerebrospinal fluid. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.